Manufacturer narrative:
Product reference 4433556 is not cleared for sales in the USA, but its catheter is similar to the product reference 5433556 cleared under # 510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other similar complaint was reported on this batch of access ports sold since june 2018. Investigation results: we did not receive the involved sample nor x-ray pictures taken after implantation to be able to perform a thorough investigation. A picture of the device was sent and shows a catheter of 22 cm long disconnected from the access port. The connection is present on the catheter. No defect is detectable on the device picture. Conclusion: without any element for the investigation, we cannot conclude on the root cause of this incident. However if new elements become available, this complaint will be re-opened. This is a known complication of the implantation of the access port. The IFU's specify how to connect the catheter to the access port and the risks of incorrect connection. B braun (B)(4) has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
Catheter disconnected from the access port.